Event description:
Firm received replacement technetium generator. Qc check using dos calibator showed radioactivity was too high for medical use. Pharmacist believes that the parent isotope (molybdgnum) is too hot. Generator received & used on 8-6-97. Labeled calibration date is aug 7, 1997, exp date: aug 19, 1997, contents: 3 curies